Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by the patient "I have willebrand's disease 2a (haemorrhagic disease) with frequent digestive haemorrhages; the frequency of blood tests and coagulation factor infusions is therefore very high. I was therefore fitted with the piccline bard with integrated bi-directional valve at the beginning of (B)(6) 2024 in order to preserve my venous capital. However, for several days now, the homecare nurses have been having problems carrying out check-ups and infusing coagulation factors on this PICC. But since yesterday, it has been impossible to carry out a check-up or an infusion. This morning, the same thing happened. Important dates below: monday (B)(6) 2024: piccline fitted. Sunday (B)(6) 2024: difficulty injecting nacl 0.9 before infusing coagulation factors - the piccline seemed obstructed.... Wednesday (B)(6) 2024: morning: ditto: impossible to use the piccline - blocked - so perfusion with butterfly needle on other arm. Thursday (B)(6) 2024: morning: ditto: infusion with butterfly needle on other arm because the nurse did not want to insist on the apparently blocked PICC. No further information was provided.

Event description:
It was reported by the patient "I have willebrand's disease 2a (hemorrhagic disease) with frequent digestive hemorrhages; the frequency of blood tests and coagulation factor infusions is therefore very high. I was therefore fitted with the PICC line bard with integrated bi-directional valve at the beginning of (B)(6) 2024 in order to preserve my venous capital. However, for several days now, the homecare nurses have been having problems carrying out check-ups and infusing coagulation factors on this PICC. But since yesterday, it has been impossible to carry out a check-up or an infusion. This morning, the same thing happened. Important dates below: monday, on (B)(6) 2024: PICC line fitted. Sunday, on (B)(6) 2024: difficulty injecting nacl 0.9 before infusing coagulation factors - the PICC line seemed obstructed. Wednesday, on (B)(6) 2024: morning: ditto: impossible to use the PICC line - blocked - so perfusion with butterfly needle on other arm. Thursday, on (B)(6) 2024: morning: ditto: infusion with butterfly needle on other arm because the nurse did not want to insist on the apparently blocked PICC. Additional information received on 11/16/2024 during follow up: on (B)(6) 2024, the PICC was mechanically deblocked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.